Event description:
It was reported that the pump displayed the reset screen unexpectedly. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.